Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) minicap transfer set was leaking. The leak was discovered during an unspecified process step during pd therapy and the leak was observed from the site of the tubing before the lock of the transfer set. The issue was resolved by replacing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with naked eye noted a hole in the tubing. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to a hole in the tubing. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.